Event description:
Boston scientific received information that during a routine follow-up it was found this right atrial lead had high capture thresholds with intermittent capture at 7.5v at 1.0ms. It was reported that this patient had ventricular pacing support. Surgical intervention was performed and the lead was repositioned. Initially the capture threshold was 0.6v at 0.5ms. However, it then increased to 2.1v at 0.5ms. The physician opted to then explant the lead. No adverse patient effects were reported. The reported explant and event dates are not possible so they were left out of this report.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead's distal part was pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. During analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.